Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to patient's concern with the device. Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified to be underweight, an opening, and a missing piece of the shell. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear broken and a missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to patient's concern with the device. Healthcare professional additionally reported left side rupture. Device has been explanted.